Manufacturer narrative:
Per investigation by the manufacturing site: the repair technician was able to verify the customer's failure description by inspecting the device. The inspection revealed that the plug is defective, which caused this failure. The motor is also running very unevenly. Seals are damaged and worn due to contamination in the handpiece. The cause of the failure is bent pins in the handpiece connector. User error. The defect should have been noticed during the inspection required by the IFU prior to use. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that the cord caught fire while in use. The procedure was successfully completed with a back-up unit and a surgical prolongation of less than 15 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).